Manufacturer narrative:
(B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log confirmed that there was a record of "low battery alarm" when the pump powered on on (B)(6)2024. Functional testing could not duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that cause of the issue was due to a possible defective back up capacitor. Preventively, the backup capacitor was replaced.

Event description:
It was reported that the battery has just been replaced, and the "battery out" alarm occurred. Per reporter, the fault occurred while checking the pump, before in use with the patient. There was no patient involvement.